Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. Reportedly, the device was explanted after an implant duration of approximately four months (4.37 months) due to unknown reasons. The same model and size device (B)(4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; h10d06064 and h09l18074 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unreported. The patient was not hospitalized for the peritonitis and it was unknown if treatment was provided for the event. Dianeal therapy was ongoing. It was unreported if the patient had recovered from the event.